Event description:
The customer reported to olympus, the autoclavable camera head had poor image. The issue was found during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
E1 facility: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device was inspected, and inspections found no image caused by a faulty cable. A DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Relevant sections of the instructions for use: the following is described in the "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is included in the "warning" section in the instruction manual "storage": when wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break¿. Olympus will continue to monitor the field performance of this device.